Manufacturer narrative:
Valuation summary:post market vigilance (pmv) received one device opened by the account with appropriate packaging in an undamaged condition. The visual inspection of the returned product noted no witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing where: device one was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needle in the device.

Event description:
According to the reporter during a lap hiatal hernia procedure, the needle fell out of one of the devices. It was retrieved with graspers. The other device's needle got stuck and would not toggle. Another device was opened to resolve the issue. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.